Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The investigation has consisted of an evaluation of the ventilator's logs, the examination of the ventilator by the field service engineer fse) and information from the hospital staff. The fse examined the ventilator and found nothing wrong. The information from the staff to the fse did not confirm the occurrence of the event. The received internal log contains information such as parameter settings, set alarm limits and generated patient related alarms e.g. Pressure alarms, starts on 2020-07-30 at 14:02:08 and ends on 2020-12-01 at 10:12:25. The entire log does not contain any standby that was not preceded by a user action to set the ventilator to standby. The setting of the ventilator to the standby mode is a two-step action. ¿ the button to set the ventilator to standby is pressed. A pop-up standby window appears on screen with text ¿stop ventilation¿. ¿ a tap and hold on the pop-up standby window has to be done to set the ventilator to the standby window. A single press on and let go will not set the ventilator to the standby mode which eliminates accidental setting to standby. The press and ¿hold¿ indicates intent. The conclusion in the matter is that the ventilator did not set itself to the standby mode at any time.

Event description:
It was reported that the ventilator switched to the standby mode while it was connected to a patient. There was no patient harm. Manufacturer's ref. #: (B)(4).